Manufacturer narrative:
As the reported complaint sample was disposed of by the end user and not returned, angiodynamics is unable to perform a device eval. The complaint could not be confirmed. The root cause for the reported defect is unk. The most likely root cause for the reported complaint is that either the cover on the safety scalpel was retracted during packaging or during shipping the cover on the safety scalpel became retracted; however, this cannot be definitively determined at this time. Both events would cause the blade to become exposed. If the device becomes available, the complaint will be reopened and the sample will be investigated. The senior mfg supervisor, who is responsible for the packaging of this device, has been made aware of this issue. During the review of the mfg records for the reported lot, it was observed that the manufactured lots meet all device specs and quality requirements. A review of the angiodynamics complaint system noted no trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. (B)(4).

Event description:
As reported by the end user, while prepping for a chronic hemodialysis catheter placement procedure, the user noted that the scalpel, which is included in the catheter kit, was slightly opened causing an accidental needle stick to the user.